Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device stapled only on one side of the cut line. Another device was opened diathermy to the area, and new staple line was formed. There was no adverse pt consequence.